Event description:
The pt experienced recurring rashes at the generator and lead sites. He also had psychological side effects from the device and allergic reaction to any antibiotics since being implanted. The system was removed. Since then, the pt still had a rash over the clavicle region and "it felt like something might still be in there". Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).